Manufacturer narrative:
(B)(4). Examination of the returned device confirmed the black plastic protector component has disassembled. The root cause is attributed to product design. Co103025887 has been initiated to remove the radel® socket cap altogether and replace with a teflon® (ptfe ¿ polytetrafluoroethylene) split ring and a peek (polyetheretherketone) disc to the torque wrench. The current complaint sample product was manufactured prior to the implementation of co103025887. No further corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The femoral adapter wrenches are worn out. Update aug 26, 2016 examination of the two submitted devices found the unit from lot code so2012914 to be missing the protective cap.